Manufacturer narrative:
Device evaluated by MFR.: the isleeve 14f sheath without the dilator was returned for further evaluation. The tip sheath, and hub/valve were visually and microscopically examined. Analysis of the sheath determined that all three seams had expanded. The seam expansions occurred along the seam lines and are consistent with device use and are expected. Analysis of the tip confirmed that it had torn which was consistent with device use and expected. Although the tip tears occurred along the seam lines, the tip tear along seam 1 appeared to have been pulled into the sheath. Multiple kinks were identified along the sheath at approximate locations of 3.5cm, 4.5cm, 6cm, 7cm, and 15.5cm. It appears that the acurate neo2 delivery system had caught onto the tip of the isleeve 14f sheath as it was retracted. As the acurate neo2 delivery system was retracted into the isleeve 14f sheath, it was pulled back into the sheath, causing what was thought to be a liner tear. The liner is still intact and just pulled into itself. The observed damage most likely happened due to probable causes related to the procedure or the patient condition.

Event description:
It was reported that a liner tear occurred. Procedure summary: vascular access was attempted obtained via a transfemoral approach. A 14f isleeve introducer sheath was advanced into position, and an acurate neo2 valve was successfully implanted to treat the native aortic annulus. The capsule of the acurate neo2 tf ds was closed per the instructions for use. The physician attempted to retract the acurate neo2 transfemoral (tf) delivery system (ds) into the 14f isleeve introducer sheath, resistance and compression was noted. The acurate neo2 tf ds was not able to be fully retracted into the14f isleeve introducer sheath. The liner of 14f isleeve introducer sheath was torn and the 14 isleeve introducer sheath was kinked. The acurate neo2 tf ds and the 14f isleeve introducer sheath were removed together as a unit from the patient with no issues noted. Patient status: no patient consequences were reported.

Event description:
It was reported that a liner tear occurred. Procedure summary: vascular access was attempted obtained via a transfemoral approach. A 14f isleeve introducer sheath was advanced into position, and an acurate neo2 valve was successfully implanted to treat the native aortic annulus. The capsule of the acurate neo2 tf ds was closed per the instructions for use. The physician attempted to retract the acurate neo2 transfemoral (tf) delivery system (ds) into the 14f isleeve introducer sheath, resistance and compression was noted. The acurate neo2 tf ds was not able to be fully retracted into the14f isleeve introducer sheath. The liner of 14f isleeve introducer sheath was torn and the 14 isleeve introducer sheath was kinked. The acurate neo2 tf ds and the 14f isleeve introducer sheath were removed together as a unit from the patient with no issues noted. Patient status: no patient consequences were reported.